Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen due to the device alerting. It was noted that the right ventricular (rv) lead exhibited t wave over-sensing. The lead was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.